Event description:
It was reported to philips that the ups does not turn on during a hospital power outage on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service informed the customer that the ups lacks power failure functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).